Event description:
Procedure performed: nephrectomy. Event description: when surgeon closed the bag, the drawstring snapped off, and bag reopened. Additional information received from applied medical representative via email on 05jun2025: the rep was attending the case late afternoon on the day it occurred. The drawstring broke / snapped where it loops around the hook on the handle. It happened above the guide bead, the kidney did fall out the bag again, but dr opened another bag to secure the specimen. No fragments were found it was a clean "snapped" drawstring. When the drawstring broke where it loops around the hook on the handle, the bag including the string slid out of the barrel where the bag is rolled up in due to the size of the kidney. Intervention: opened another bag. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cord loop and uncinched bag. It was observed that the ends of the cord loop were frayed. Based on the condition of the returned unit and the description of the event, it is possible that the cord was susceptible to breakage and fraying from the manufacturing process. It is also possible that the cord broke due to excessive tensions being applied to the cord during the bag removal. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: nephrectomy event description: when surgeon closed the bag, the drawstring snapped off, and bag reopened. Additional information received from applied medical representative via email on 05jun25: the rep was attending the case late afternoon on the day it occurred. The drawstring broke / snapped where it loops around the hook on the handle. It happened above the guide bead, the kidney did fall out the bag again, but dr opened another bag to secure the specimen. No fragments were found it was a clean "snapped" drawstring. When the drawstring broke where it loops around the hook on the handle, the bag including the string slid out of the barrel where the bag is rolled up in due to the size of the kidney. Intervention: opened another bag. Patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.